Event description:
Patient was revised to address poly wear and debris, osteolysis and loosening of the stem and glenoid. Manufacturer of the cement used at the primary surgery is unknown.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. A depuy warsaw medical professional reviewed the surgical notes, revision surgical notes, and pre-revision physician notes and could not identify any product contribution to the reported event with the information provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.